Manufacturer narrative:
Actual device returned but an eval could not be performed on it due to the condition of the device upon return. The balloon burst was visually confirmed. A sample was pulled from inventory and tested for rbp specs. This catheter has a nominal pressure of 1.5 atm and a rbp of 2 atm. The sample catheter did not burst until 3.0 atm. This catheter was being used in a bioprosthetic valve with calcified leaflets. The patients condition and the bioprosthetic valve contributed to the balloon burst. The physician also stated that the device burst at a low atm, however, this catheter is a low atm catheter. Further clarification from the facility confirmed that the balloon burst between 1 and 2 atm. The nominal pressure for this balloon is 1.5 atm and the rbp is 2 atm. A higher atm catheter should have been used for this procedure.

Event description:
Per the complaint rec'd: "balloon burst and upon retrieval, wrapped around the wire. Balloon and introducer sheath had to be removed as one. Another balloon was used to complete the procedure without incident. The balloon ruptured circumferentially. The physician was using the balloon for pulmonary valvuloplasty. An inflation device with pressure gauge was used. The shaft was not kinked. There was nothing unusual with the patient anatomy, however, the patient has a prosthetic valve in a homograft conduit ij approach. The balloon ruptured at low atm. The patient's condition post procedure was good." Further clarification was provided at a later date: "the physician was using the balloon for angioplasty of bioprosthetic pulmonary valve. The patient has calcified leaflets and a prosthetic valve in a homograft conduit. Balloon was inserted through 9fr sheath in the right ij vein over a 0.035 amplatz superstiff wire positioned in the rpa. The balloon ruptured at: 1-2 atm (during inflation, not completely inflated). Part of the balloon shaft seemed to be attached to the wire. The wire would not come back farther to get the rest of the balloon out of the body. Account placed purestring suture around the ij to prevent bleeding and forcefully pulling the wire out. This removed the rest of the balloon from the body."